Event description:
It was reported that a freeflow occurred. The nurse installed the set into the pump and left the room. The pump was not turned on. When she returned 250 mls of nitro had emptied from the bag. There was no resultant patient complication.